Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that a knife did not cut well during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient but a 2 minute delay. The doctor did not find the event clinically significant. Additional information has been requested. This is one of seven reports being filed for the same facility. This report refers to two knives with unknown lot numbers.

Manufacturer narrative:
Evaluation summary: two opened knives were received taped in blade protector trays for the report of cutting badly. One of the samples was not seated properly in the tray and there were scratches on the tray. The other knife was properly seated in the tray. The samples were visually inspected and were found to be non-conforming with damaged tips and damaged cutting edges. Penetration and sharpness testing could not be performed due the damage of the sample. No lot number was identified with this complaint; therefore, lot history could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knives is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tip and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
Additional information was received. The knives were dull.